Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Fluid leak: the cause of fluid leak was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
This is one of two related reports. This report represents the introducer and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 48-year-old female with cardiomyopathy and a pre support clinical state consistent with scai shock stage e presented for a scheduled impella cp insertion. Upon arrival to the cath lab, the team identified blood leakage at the proximal hub region, prompting the clinical team to exchange the device for a 25 cm sheath to maintain hemostasis and safely proceed with the procedure. The impella cp was implanted on (B)(6) 2026 at 6:15 pm and remains in use as of (B)(6) 2026. During support, the patient experienced hematuria (urine output pink red, >30 cc/hr at (B)(6) 2026 4:15 pm) and renal failure requiring crrt (continuous renal replacement therapy) for aggressive fluid removal. Based on this information, the introducer sheath leak resulted in a necessary device exchange prior to impella placement, and the patient subsequently experienced hematuria and renal failure requiring ongoing crrt and continued impella support. Full root cause assessment is pending device return and data download review. The patient¿s renal failure and hematuria may have be influenced by the underlying critical illness, scai shock stage e, and hemodynamic instability.